Manufacturer narrative:
As infusion set brand, model and lot number are all unknown, and no set(s) has been returned for analysis, no testing of sets has been done. Patient reports an episode four months ago of very elevated blood glucose (bg) at 1067 mg/dl resulting in unconsciousness and subsequent ems to hospital. Hcp had then stated that a bent soft cannula was the root cause. No information on ketone level at time of hospitalization, treatment at hospital or length of hospital admission. Exact brand and model of infusion set is unknown. It is clinically credible that a bg at 1000+ mg/dl may well cause unconsciousness and necessitate hospitalization.

Event description:
(B)(4). A female diabetic patient is receiving insulin therapy via a medtronic infusion pump and an infusion set produced by unomedical. In (B)(6) 2016 she reports, that four months earlier she was taken to ems while unconscious. At the (B)(6) hospital she was admitted with elevated blood glucose (bg) at 1067 mg/dl. The physician stated later that the hyperglycemia was due to the infusion sets bent soft cannula. We have no information of the hospital treatment, nor of the duration of the admission. Furthermore, the actual brand and model of infusion set remains unknown.